Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Release button. Additional information requested and received: what troubleshooting steps were used to open the device? Manual firing release lever was used but the jaw still could not open. Was the device fired plastic to plastic (handles)? Yes. Which device was stuck on tissue? Both. Please clarify which vessels were being fired on, hepatic veins or pedicle? First one was used on the hepatic pedicle of 7th hepatic segments, the 2nd one was used on right hepatic veins of the 2nd hilus hepatis. Did both devices have the same issue? Yes. The ec60 device was returned with the anvil closed. The closing mechanism was noted to be damaged, making the device nonfunctional. An ecr60w cartridge was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No further functional testing could be performed due to the condition of the reload. The device was disassembled to examine the internal components and the release button was noted to be damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic part liver resection procedure, the jaw of the device could not open after the first firing with white reload on hepatic pedicle. The surgeon tried many ways but still could not remove the device. Finally the surgeon used higher force to pull the tissue out of the jaw. The procedure was converted to open. Staple line and cut line were deployed and hand sewing was used to fix the staple line. The jaw of an articulating device could not open after the first firing with white reload on right hepatic veins. The surgeon tried many ways but still could not remove the device. Finally the surgeon used higher force to pull the tissue out of the jaw. Staple line and cut line were deployed and hand sewing was used to fix the staple line. The procedure was completed successfully and now the patient is fine.